Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 154 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose versus blood glucose difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did receive a calibration not accepted alert and a change sensor alert. The customer was 8 months pregnant and there was blood at site. The sensor will not be returned for analysis.